Event description:
It was reported that the device was used during a hemorrhoidectomy. It was reported that "the stapler was fired; they heard the crack; opened the device, pulled it apart and found that it cut but didn't staple". The surgery was completed with a handsewn anastomosis. Or time was extended 30 minutes and the patient was required to stay an extra night in the hospital.